Manufacturer narrative:
H10: e1-(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that touchscreen was not working during a check at the customer site. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. It was stated that this issue continued after an attempted calibration. During the issue, the device continued to operate. This investigation is ongoing.

Manufacturer narrative:
An authorized service provider (asp) evaluated the device but could not reproduce the touchscreen issue. The asp replaced the touchscreen as a preventative measure. Following the part replacement, the asp successfully completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the touchscreen passed functional testing per test 3 of the performance verification test (pvt) in the service manual. The pil tech then verified that the touch position touch points all aligned properly, and the flex circuit successfully passed all resistance tests. As the flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, the pil tech's investigation concluded that there was no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.